Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify how the device "misfired"? Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Response: my understanding is that the device deployed staples, but did not close completely to seal the staple line.

Event description:
It was reported that during an unknown procedure, tx60g misfired causing leaks along staple line. Case completed by oversewing the staple line. There were no patient consequences reported.